Event description:
It was reported that, "the pt states that she has had constant pain since the initial implantation. She feels that the more time passes the worse the pain becomes. The pt had a nuclear bone scan at (B)(6) under a different physician which revealed loosening of the implants. The implantation surgeon claims it is bursitis and that the pt should not exercise or go up and down stairs."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.